Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor smooth saline prostheses experienced spontaneous right sided deflation and left sided baker grade iii capsular contracture post procedure. These issues were diagnosed through a physical examination. As a result, an explant was performed on (B)(6) 2021. See 1645337-2021-09369 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. The tubing, the connector, and the injection port were not returned. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 20, 2021. The impacted product is a mentor smooth round spectrum 225cc saline prosthesis. Section d has been populated with newly obtained information. The devices were replaced with mentor implants with explant. A manufacturing record evaluation was performed for the finished device 5613024 number, and no non-conformances were identified. The impacted product was received by the failure analysis lab on september 2, 2021. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).